Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received an unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 156 mg/dl. Customer was not able to continue troubleshooting for signal too low alarm as customer is a teacher and did not have any time to continue. Customer was advised to monitor insulin pump and call back should issue persist. Battery cap will be sent to customer. No information provided.